Event description:
To or for partial gastrectomy with jejunostomy. Surgeon reported device malfunction. Stapler failed to fire staples. No injury reported by surgeon. Pt tolerated procedure well and left or in good condition. Pt discharged home in 2005.